Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30 x 1/2 rb had foreign matter on 44 occasions before use. The following information was provided by the initial reporter: according to the video, there are unidentified black residues after the needle is opened. Recently, more than half of them have been found. Therefore, the hospital returned two batches, 30 in the first batch and 14 in the second batch. There may be an increase. At present, the dealer still has 300 stocks in stock, which will be sent to the hospital. It was worried that this situation will continue to occur and cause adverse effects on clinical use.

Event description:
It was reported that needle 30x1/2 rb had foreign matter on 44 occasions before use. The following information was provided by the initial reporter: according to the video, there are unidentified black residues after the needle is opened. Recently, more than half of them have been found. Therefore, the hospital returned two batches, 30 in the first batch and 14 in the second batch. There may be an increase. At present, the dealer still has (B)(4) in stock, which will be sent to the hospital. It was worried that this situation will continue to occur and cause adverse effects on clinical use.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 305106 and lot number 9128897. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. It was found though that one of the quality inspections reported a stain of what appears to be blood. To aid in the investigation, twenty-five physical samples, one video and one photo were received for evaluation by our quality team. The video shows the sample with the black foreign matter and the photo shows the packaging top web. The twenty five samples came in their sealed packaging blisters except for one. Visual inspection was completed with a 10x magnifier lens. There is black foreign matter and in most cases it is at the needle tip. Lab analysis was performed on the foreign matter in an attempt to identify it and the results confirmed positive for blood. It could be possible for this defect to occur if during the production process the operator was poked with a needle and blood was able to drip on the needles. The containment action was either not carried out or was not effective and contaminated needles were able to escape. H3 other text : see h.10.